Event description:
The product was used during a gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured and applied another device to complete the procedure. The hosp has reported no pt injury occurred.